Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator will not go on stand by mode. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 16jan2019. Date received by manufacturer: 10jan2019. The philips field service engineer (fse) evaluated the device. The ventilator failed the performance verifications testing. The navigation ring test failed. The fse replaced the front display bezel and user interface (ui) printed circuit board assembly (pcba). The fse cleaned the inside of the device and added air inlet filter as part of the preventive maintenance. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.